Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 90% stenosed right superficial femoral artery. A command guide wire was used with a non-abbott micro catheter to cross the lesion. When the micro catheter was being removed from the anatomy to perform intra vascular ultra sound (ivus) there was resistance between the micro catheter and the guide wire so the devices were removed together from the anatomy. A new command guide wire was successfully used with the same micro catheter and non-abbott balloon catheter and non-abbott stent were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.